Event description:
Five minutes into treatment, pt complained of severe back pain. Treatment stopped; oxygen was administered. Pt had had a reaction on t220 before. Pt placed on competitor dialyzer with no problems.